Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to unlink the barcode. A technical support specialist (tss) guided the user based on the relevant knowledge article (unable to unlink medication items (button missing)). It was observed that the required option was not available in the user¿s es server interface. Later, it was confirmed that the user was able to make the required amendments. The issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server unable to unlink the barcode in server. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, but the user was able to get the medication from the pharmacy. There were no adverse events or injuries reported based on this event.